Manufacturer narrative:
This follow up report is being submitted to cancel the initial report. Additional clarification was received from an independent reviewer on 03-mar-2017 confirming that the report is in agreement with the physician and hospital's position that the toe amputation was not related to the stented vessel. This event has been re-assessed as no longer meeting the reporting criteria of an FDA MDR malfunction report and the customer complaint can be cancelled. Images were provided to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: angiography from the secondary intervention was provided along with the complaint report. The angiography was incomplete. It primarily consisted of imaging during popliteal artery (pa) and infra-popliteal artery angioplasty. Only two consecutive angiographic runs demonstrated the sfa. Three stents had been implanted in the sfa. One was positioned at the proximal end and the other two at the distal end. The proximal stent was 6 x 50 mm. Although resolution of the stent elements was limited, the stent appeared stretched and likely was a 6 x 40 mm stent. The stent had four end markers, an appearance consistent with a zilver stent. The two distal stents were 6 x 40 mm stents. Although not definite, the only image of these stents strongly suggested six end markers on each. This would be consistent with smart stents not zilver stents. These stents were overlapped 7 mm. All the stents were lined with neointimal hyperplasia. The proximal stent was narrowed 45% in its cranial end and 53% in its distal end. The cranial most distal sfa stent was narrowed 53% just superior to the overlap. The caudal most distal stent was narrowed 53% at its middle and 55% at its distal end. The mid right sfa was narrowed 55%. No imaging or evidence of in-stent or mid sfa stenosis angioplasty was present except for possible non flow limiting linear dissection of the neointimal hyperplasia within the distal most stent. However this appearance could have been made by untreated neointimal hyperplasia. Outflow was limited by pa stenoses of 72% and 60%. These stenoses were improved to 40% post angioplasty. Runoff was single vessel via peroneal artery reconstitution of the distal posterior tibial artery. The lateral plantar artery and pedal arch were occluded. The distal medial plantar artery and dorsal pedis artery were severely narrowed. Considerable time and effort during the intervention was invested in recanalization and angioplasty of a mid-right anterior tibial artery occlusion and attempted recanalization of the plantar arch. These interventions were facilitated by the antegrade right common femoral artery antegrade access. If the angioplasty of the in-stent stenoses and mid sfa stenosis were the primary focus, the intervention could have been performed more easily from a left cfa retrograde access. Restoration of the right anterior tibial artery was successful. Pedal arch restoration was not. The second and fifth toes had been amputated at the metatarsal phalangeal joints. The arteries were diffusely heavily calcified in a relatively linear distribution consistent with end stage renal insufficiency and dialysis. The liberal use of contrast was further evidence that the patient was on chronic dialysis. Impression: although in-stent stenosis from neointimal hyperplasia was confirmed, which stent represented the complaint restenosis cannot be determined. Of the three stents present, only the proximal most stent was a zilver stent. The distal two stents were likely smart stents. However, only the most distal stent demonstrated any potential sign of the reported angioplasty. The proximal most stent likely was a 6 x 40 mm stent stretched to 50 mm. The pa, anterior tibial artery, and foot artery disease were considered primary to the clinical complaint of tissue loss. Otherwise, sfa intervention would have been performed first. Had the sfa disease been considered primary, the access would have most likely been retrograde from the left cfa. Stent patency was challenged by coexistent sfa and pa stenoses and poor runoff. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were observed. Stent patency was challenged by coexistent sfa and popliteal artery stenoses and poor runoff. Significant findings relative to the use of the device were observed. A 6 x 40 mm zilver stent was likely implanted stretched to 50 mm. Significant findings relative to the design or performance of the device were observed. Whichever stent was the complaint zilver stent, it was narrowed at least 53% by neointimal hyperplasia. Cause of adverse events was observed. The clinical complaint of tissue loss and rest pain were primarily related to severe pa stenosis, anterior tibial artery occlusion, and multi-vessel foot disease contributing to pedal arch occlusion. The physician/hospital clearly stated that the amputation was not related to the implanted zilver ptx stent and there was no malfunction of the device. (Causes of amputation were ischemic ulcers and gangrene in toe according to information from the hospital.)¿ additional clarification was received from independent reviewer on 03-mar-2017 confirming that the report is in agreement with the physician and hospital's position that the toe amputation was not related to the stented vessel. ¿the review is for the right leg. The images demonstrate amputated right toes. It is likely these amputations pre-dated the complaint and possibly the stent. The ulceration reported in the complaint report likely referred to additional wounds on the foot or on the stumps of the amputation. The report is in agreement with the physician and hospital's position that amputation was not related to the stented vessel. Whatever ulceration and/or amputation that occurred was secondary to calf vessel disease and not restenosis in the stented vessel. Amputation may have been performed on the left as well however no imaging of the left leg was provided.¿ this event has been re-assessed as no longer meeting the reporting criteria of an FDA MDR malfunction report and the customer complaint can be cancelled.

Event description:
This follow up report is being submitted to cancel the initial report. Additional clarification was received from an independent reviewer on 03-mar-2017 confirming that the report is in agreement with the physician and hospital's position that the toe amputation was not related to the stented vessel. This event has been re-assessed as no longer meeting the reporting criteria of an FDA MDR malfunction report and the customer complaint can be cancelled. Initial report details; on (B)(6) 2012: ziv6-35-125-6.0-40-ptx x 1 was placed in the right sfa. Images were provided to support the complaint investigation confirmed toe amputation. ."findings: 12¿..¿second and fifth toes have been amputated at the metatarsal phalangeal joints...¿ it is unclear if the toe amputation was an observation related to malfunction of the implanted zilver ptx stent or if it is unrelated. Additional clarification has been requested.

Manufacturer narrative:
The investigation into this event is still being carried out. A follow up report will be submitted within the next 30 days with the investigation conclusions.

Event description:
On (B)(6) 2012: ziv6-35-125-6.0-40-ptx x 1 was placed in the right sfa. Images were provided to support the complaint investigation confirmed toe amputation. ."findings: 12¿..¿second and fifth toes have been amputated at the metatarsal phalangeal joints...¿ it is unclear if the toe amputation was an observation related to malfunction of the implanted zilver ptx stent or if it is unrelated. Additional clarification has been requested.